Event description:
Device would not enable after measurements entered into machine. The machine was shut off, measurements re-entered, cartridge in machine changed, new handpiece tried, still device failed to engage. Attempts discontinued and a different brand device was used instead.